Manufacturer narrative:
An investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformance during the manufacturing process. A visual inspection of the returned cycler exterior showed no sign of physical damage. Simulated treatment was performed and completed without any unexpected alarms or problems occurring. The cycler weighed fill volume values were within tolerance. The valve actuation test, voltage check and system air leak test passed. The load cell verification was within tolerance. There were no discrepancies encountered in the internal inspection of the cycler. The record review confirmed the labeling, material, and process controls were within specification. There were no reported device malfunctions that would have caused the reported event.

Manufacturer narrative:
A supplemental report will be submitted upon completion of the plant¿s investigation.

Event description:
The peritoneal dialysis (pd) patient called in regarding a display issue and reported experiencing drain volume that was over 180% of their fill volume. The patient stated the cycler skipped a drain step resulting in an overfill. The patient stated they felt full and uncomfortable but were able to complete the treatment. The patient had an initial drain volume of 4700ml during the following treatment and their largest fill volume was 2500ml. The reported large drain of 4700ml was 188% over the expected drain volume which resulted in a reportable device malfunction. During follow up the patient¿s nurse reported the patient did not require any medical intervention, has received the replacement cycler and have not had any issues.